Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized with diabetic ketoacidosis and a blood glucose reading of 574 mg/dl. The customer was pregnant at the time of the event. Troubleshooting revealed that the customer got a no delivery alarm on the day of the hospitalization. Also found that the daily total amount of insulin for the day of the event was much lower than what the customer normally should get. All other settings were correct. The mother did not have the tubing clamp to perform the high pressure test. Nothing further was reported.